Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was due to drawers 5-1 and 5-2 not being recognized on the communication bus. A field service engineer observed that the communication light on the row board was flashing and addressed the issue by reseating the retractor cables and the connections to the row board. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system on the 2west unit multiple drawer and cubie failed. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.